Event description:
Same case as 6000093-2007-00116. It was reported that a post coronary artery drug eluting stenting treatment procedure, a pt death occurred. The pt initially presented with acute myocardial infarction (ami) and at first refused percutaneous translumenal angioplasty (pta) and additionally had an episode of delirium tremens (dt) after admission due to alcohol use. A few days after admission to the hospital, the pt agreed to undergo diagnostic catheterization which revealed a tight lesion in the proximal diagonal (dx) branch of the left anterior descending (lad) artery. The lesion was a type b1 lesion due to the ostial nature of the dx branch, mildly eccentric, heavily calcified, 95% stenosed with total occlusion of an inferior branch, which the physician feels is probably related to the ami. The physician direct stented the lesion in the proximal dx using a taxus express2 2.75 x 16mm drug eluting stent (des) at 14 atms for 30 sec. There was less than 10% residual stenosis and timi iii flow throughout after stenting. There were no reported pt complications. The pt was to continue to be treated with angiomax due to bleeding history (unspecified). The pt will also need to be on chronic aspirin and plavix therapy. Six months later, the pt presented with acute anterior infarction with possible occlusion. The pt had discontinued plavix therapy a few months prior. Left ventriculography showed moderate anterolateral akinesis and the ejection fraction was approx 45%. Angiography revealed that the left main (lm) was normal. The lad was 75% stenosed, had a eccentric lesion which was heavily calcified, no thrombus and a type b1 lesion after the take off of the 1st dx branch. The 1st dx branch was occluded and type c lesion. There was multiple lesions in the mid-distal portion of the lad up to 25-35%, but nothing of significance. There was a slight decrease in blood flow down the lad as it hit the area of 75% stenosis. The circumflex (cx) was less than 50% stenosed in the large obtuse marginal branch. This area looked worse in the lateral view than in the right anterior oblique view. The right coronary artery (rca) had 25% stenosis in the mid and proximal portion. After angiography was performed, the physician direct stented the lad with a taxus express2 3.00 x 12mm des at 14 atms for 30 sec and 15 sec. There was less than 10% residual stenosis after stenting. The 1st dx branch was ballooned with an unspecified 2.50 x 12mm balloon at 10 atms with 4 inflations. Residual stenosis was 40% and "there may have been a mild thrombus left." The pt was recommended to be on plavix for nine months as the previous stent "closed" six months after the initial stenting procedure. Additionally, the physician strongly recommended that the pt discontinue his alcohol abuse as well as tobacco use. Eleven months after, the pt presented again with chest pain and subsequently had ventricular tachycardia/ventricular fibrillation arrest, was intubated and shocked several times. EKG showed anterior st elevation. The pt was transferred to a different facility and still experienced st elevation, but had deeper q wave anteriorly. The pt was started on heparin and integrilin and taken to the cath lab emergently on a ventilator. The pt was also experiencing metabolic acidosis with ph 7.4 and was treated with bicarb. Act was 238. Left ventriculography showed extensive anterior and inferior apical severe hypokinesis with apical dyskinesis and good contraction at the inferior and anterior base. Ejection fraction was approx 20% and no mitral regurgitation was present. Angiography revealed the lma was normal with all vessel heavily calcified. The lad was 100% occluded after the 1st take off of the 2nd dx branch. There was a thrombotic occlusion at the site of the previously placed stent. Timi grade flow 0- I was present with a trickle of flow around a large thrombus in the lad. The 2nd dx had 100% thrombotic occlusion proximally inside another previously placed stent with timi grade 0 flow. The cx had mild disease. The rca had mid diffuse 30-40% disease, but otherwise normal. After angiography was performed, the physician advanced a 6 french left guide catheter and unsuccessfully attempted to cross the lad lesion with a forte floppy guide wire. A pt choice extra-support guide wire was used to successfully cross into the occluded dx branch. There was a large volume thrombus present late in the infarction course so an extraction catheter and an extra-support guide catheter were used, but passed with difficulty through the dx occlusion which restored flow down the dx. Outside the stent, there was 60-70% stenosis as well as 60-70% stenosis in the distal end of the stent. The area was ballooned with a maverick 2.50 x 15mm balloon at 15 atms for 40 sec, but still there was moderate residual stenosis. A non-bsc 2.50 x 23mm dex was placed covering most of the entire stent and extending out past the edge of the old stent at 14 atms for 50 sec with 0% residual stenosis. The lad was then re-wired with a pt choice extra support guide wire. There was excellent flow down the lad with a timi grade iii flow and a large thrombus in the middle of a previously placed stent. A maverick 3.00 x 12mm balloon was used to dilate the area at 7 atms for 58 sec with improvement, but still appeared to have thrombus. There was some thrombus at the proximal portion and some toward the distal lumen of the stent. The pt choice guide wire was again advanced through the stent to the distal edge of the stent but would not pass any further. The wire was removed and the area of thrombus appeared to be improved. The area was dislated again with a maverick 3.00 x 12mm balloon at 6-12 atms. There was a plaque shift into the ostium of the dx with 70% stenosis. A kissing balloon technique was used with a maverick 3.00x12mm balloon in the lad and a maverick 3.00x12mm balloon in the lad and a maverick 2.50x15mm balloon in the dx with simultaneous inflations at 4 atms. The....more

Manufacturer narrative:
He delivery device was disposed and the stent remained in the pt. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined. A similar complaints review could not be performed as the batch number is unk.